Event description:
Ventilator alarming with "device alert." Would not stop alarming; pt. Bagged while device changed. Biomed department examined device and device repaired by vendor technician who reported "gui failure; warranty replacement of gui keyboard."====================== manufacturer response for ventilator unit, puritan bennett======================vendor technician repaired device. Performed all calibrations, est, sst and performance verification; unit passed all tests. Unit returned to service.